Event description:
It is reporting to us that during a revision arthroscopic knee repair, while removing the previously installed fixation screw, a portion of the distal tip of a driver broke off into the screw whilst the surgeon was backing the fixation device out of the bone tunnel. The fragment was retrieved and the procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
The complaint device (the driver and its broken tip fragment) was received and visually evaluated; both with the naked eye and under magnification. It is noted that the condition of the fragment, the hex portion of the driver, is slightly deformed and rotationally twisted to a degree. The complaint states that the surgeon was removing a previously deployed fixation device; we cannot speak to the degree in which the fixation device was anchored in the bone because of the passage of time and bone growth; however, the complaint device is manufactured and intended to drive the fixation screw into a prepared bone hole, not intended to remove a device which maybe well anchored. The condition of the fragment suggest that considerable mechanical force was applied, enough to fail the device. We attribute the device¿s failure to the circumstance of usage. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report. (B)(4).